Event description:
I had breast implants as part of reconstruction for breast cancer/mastectomy in (B)(6) 2014 (mentor smooth round moderate plus profile gel). I didn't notice any changes right away but gradually noticed symptoms of brain fog and memory loss that got worse over time. Then I started dealing with breast pain and extreme tiredness that have gotten worse over several months. A few weeks prior to the above date. I had gone to my wholistic chiropractor and he had determined that my immune system was really struggling. In my desire to figure out what was going on. I was doing some research and came across a variety of info on breast implant illness and realized that my body was reacting to the implants. I went to my original plastic surgeon who felt that nothing was wrong. He did not do any kind of diagnostic testing whatsoever. I then went back to my chiropractor who determined, after muscle testing, that my implants were causing the symptoms of brain fog and memory loss, immune system struggling, extreme tiredness, breast pain and an increase in headaches. I then went to my pcp to have a physical and make sure that nothing else was going on. She ordered bloodwork that mostly came back normal and ordered an MRI, which my insurance company denied. She then ordered an ultrasound, which came back clear other than cysts in both breasts. I am now in the process of finding a plastic surgeon to explant and reconstruct my breast again, this time using my body fat and tissue (diep flap). I believe that the implants are 100% responsible for the symptoms I've experienced.